Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 35mm navitor titan valve was chosen for implant using a large flexnav delivery system. The valve got fully re-sheathed 3 times due to implant was too high. After deployment of the valve, a post-implant balloon valvuloplasty was done with a 26mm non-abbott balloon due to moderate to severe central leak. An additional tavi was implanted due to the central leak.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.